Event description:
This patient had bilateral double lumen breast implants placed in 1986. In 1984 she had developed symptoms of chronic fatigue and these became worse following the placement of the breast implants. A bilateral capsulectomy with removal of the implants was performed. The outer lumen of the implants was empty, however, there was no exposure of gel outside the shell of the implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.